Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported false air in line alarms which were not reproduced. Air in line alarms were confirmed through a review of the event history log. During a physical inspection of the device, cracks were found on the upstream sensor tail pin. It was determined that this damage caused the reported symptom. The failed upstream sensor was replaced.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced air in line alarms. It was also reported there was no patient involvement.